Event description:
Additional information received: the customer stated that the reported problem has occurred in every ercp scheduled (65+ cases) for patients of all ages, weights, genders, and ethnicities. The user does not believe this is patient specific and no patient/event information has been provided. It was reported that physicians are unable to perform the procedures. Therefore, the procedures either get cancelled or rescheduled, as the physician states the scopes are not stable. In-service has been performed and training and the reported problem is still ongoing. The user stated, "a lot of the patients need additional procedures due to the scope being incompetent."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received (updated field b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the suggested event "channel and forceps elevator issue during insertion of endotherapy accessories in the channel. Due to it, the physician was unable to maneuver the scope to access common bile duct and the procedure was unable to be completed" was caused by some device handling by the user. However, the root cause of the suggested event could not be identified. The event can be detected and/or prevented by following the instructions for use which state: -3.8 inspection of the endoscopic system (inspection of the instrument channel and forceps elevator: warning) "check the movement of the endotherapy accessory by operating the elevator control lever several times to raise the forceps elevator. Otherwise, the endotherapy accessory may move in unexpected directions, and patient injury, bleeding, and/or perforation may result." "Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope." - 4.3 using endotherapy accessories: warning "if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." "While raising the forceps elevator, do not insert or withdraw the endotherapy accessory with excessive force, open or close the distal end of the endotherapy accessory, or extend the needle of the instrument. This could damage the instrument channel and/or the endotherapy accessory and could cause patient injury, bleeding, and/or perforation. If the endotherapy accessory cannot be inserted or withdrawn, the distal end of the endotherapy accessory cannot be opened or closed, or the needle of the instrument cannot be extended, move the elevator control lever in the opposite direction of the ¿ u¿ direction to lower the forceps elevator." -5.2 troubleshooting guide (endotherapy accessories) "the endotherapy accessory does not pass through the instrument channel smoothly. An incompatible endotherapy accessory is being used. Refer to ¿combination equipment¿ and select a compatible endotherapy accessory." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. New information added to the following fields: b5 and d10. Correction is also made to b5, d10, and h4 for information inadvertently missed in the initial MDR.

Event description:
It was initially reported that at the time of event, the patient was undergoing an endoscopic retrograde cholangiopancreatography (ercp), which could not be completed as the physician was unable to maneuver the scope to access the common bile duct. Additional information received indicated that it was hard to push the cannula through the scope and also that when they are moving over the elevator, it felt like it was getting caught. The scope also felt tight and very hard to get in the right position. The customer was using a non-olympus guidewire when the friction and positioning issue occurred. It was also further clarified that the interventional radiology (ir) procedure was a planned and scheduled rendezvous case with ir assistance. The scope was used in the case to internalize an external drain. It was further confirmed that the patient already had the external drain (percutaneous transhepatic biliary drainage or percutaneous transhepatic gallbladder drainage).

Manufacturer narrative:
This supplemental report is being submitted to provide information, based on the legal manufacturer's (lm) further investigation findings. Based on the results of the further investigation. The reported defect was not confirmed, during the device evaluation. Therefore, the specific root cause of the event could not be determined. An update has been made to h6 codes from the previous submissions, based on the further lm investigation findings.

Manufacturer narrative:
This report is being supplemented to provide additional instruction for use statement, based on lm updated investigation and to provide a correction with information inadvertently left out (h11). The event can be detected/prevented, by following the instructions for use (IFU), which state: "IFU states, that endo therapy accessory passage may be difficult by insertion/withdrawal of endo therapy accessory, during angulation or use of incompatible endo therapy accessory. However, it is difficult to specify, the cause of the event". Additional information inadvertently left out: additional information was requested, from the customer. But, the customer no longer have the information requested.

Event description:
An olympus representative initially reported on behalf of the customer that after receiving the scopes back from repair, they are still experiencing channel and elevator issues with items having issues with friction when sending items down the scope channel. The doctors are also having issues getting in position with the elevator. This is reportedly an ongoing issue for all cases requiring the scope and have been observed in both therapeutic and diagnostic procedures. The intended procedure was an endoscopic retrograde cholangiopancreatography (ercp), which could not be completed and was deferred to interventional radiology (ir). The procedure could then be completed with ir. The patient is stable. Olympus received further information clarifying that the issues were seen in two scopes (serial numbers (B)(6) ). There was a delay in patient care that resulted in deferment to the ir department for intervention, which is ongoing with multiple patients. The customer clarified that procedures were being done urgently and were deferred to ir immediately for completion of procedures. The patients are stable. The exact number of patients/procedures affected are unknown. This event is reported under the following related patient identifiers: (B)(6) - patient 1 (tjf-q190v/2230575). (B)(6) - unspecified number of multiple patients (tjf-q190v/2230575). (B)(6) - patient 1 (tjf-q190v/2230581). (B)(6) - unspecified number of multiple patients (tjf-q190v/2230581). This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. There was no problem found with the forceps passage and forceps elevator lever. Findings included minor play on the knobs, minor scratches and insufficient glue around the holder ring, tiny chip on the objective lens and light guide lens, flabby bending section cover, cracked bending section cover glue, dry control body, and low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has been submitted by the importer under this MDR report number 2429304-2023-00408.